Event description:
It was reported that balloon pinhole was noted. The 73% stenosed target lesion was located in the non-tortuous and non-calcified vessel in the left forearm. A 6.0 x40, 75cm gladiator elite balloon was selected for use. During the procedure, after the balloon was placed at the stenosis and pressure pump was connected, the handle rotated but the pressure could not be maintained. The contrast agent oozed around the balloon, and it was judged that the balloon was leaking liquid. Therefore, the balloon was withdrawn and was inflated outside the patient. However, it was found that the balloon appeared to have a break like a pinhole, and the contrast agent was ejected from the balloon in a column of water. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 15mm distal of the proximal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.

Manufacturer narrative:
Initial reporter address 1:(B)(6).

Event description:
It was reported that balloon pinhole was noted. The 73% stenosed target lesion was located in the non-tortuous and non-calcified vessel in the left forearm. A 6.0 x40, 75cm gladiator elite balloon was selected for use. During the procedure, after the balloon was placed at the stenosis and pressure pump was connected, the handle rotated but the pressure could not be maintained. The contrast agent oozed around the balloon, and it was judged that the balloon was leaking liquid. Therefore, the balloon was withdrawn and was inflated outside the patient. However, it was found that the balloon appeared to have a break like a pinhole, and the contrast agent was ejected from the balloon in a column of water. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.